Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. As received, the charger was able to power on, but the display screen was blank. Upon evaluation, there was contamination on the battery board. The cause of the reported inability to power on in the field is contaminated board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.